Manufacturer narrative:
Additional information received: an endurant limb etlw1616c93e was implanted on the day the patient presented to treat the ib endoleak in etlw1613c93e. The iliac had dilated due to disease progression deterioration the that caused the ib endoleak it was reported that the patient presented 7 weeks post the intervnetion with a ib endoleak in the left iliac. A etew1010c82e/ (B)(6) was implanted as treatment on the same date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii aui stent graft system was implanted during the endovascular treatment of a 60mm aaa. An endurant cuff etcf2828c49e was implanted 10 years and five months later due to a type ia endoleak which was identified on an unknown date. It was reported that the patient presented emergently the following month and a ib endoleak was observed in the left iliac limb etlw1613c93e . Intervention was performed on the same day and a limb extension was implanted. This resolved the ib endoleak. Per the physician the cause of the ib endoeak was anatomy related due to iliac disease progression. No cause of the ia endoleak was provided. No additional clinical sequalae were provided and the patient is fine.